Event description:
Pressure ulcers on patient's scalp from CPAP straps. These were discovered after the patient went home from the hospital. The mother of the patient noticed scabs in the patient's hair. Patient now has scars and alopecia in these areas.